Event description:
Possible safety complaint-multiple patients complaining of irritation and blistering-areas of irritation and blistering not known. Incidents occurred within the last 2-4 weeks while either the physician or his medical assistant were operating the device.

Manufacturer narrative:
During incoming inspection, service depot noted that the energy meter glass has burn marks. The foreign material appears to be the root cause of the reported incidents. The laser aperture label came off the handpiece and was laying on top of the energy meter glass. Label also has burn marks. Also the energy meter glass was chipped. Replaced the energy meter glass. Performed all necessary reliability improvements and final test. Customer was advised of findings by service.